Event description:
It has been reported to philips that the wireless footswitch has not been working since installation. A system restart was performed to reset the base station, however the connection has not been re-established. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Section e: initial reporter corrected.

Manufacturer narrative:
Philips has investigated this complaint. As per the information collected, the wireless footswitch had never been used. It did not work since installation approximately 6 months prior. The system was not in clinical use when the issue was identified. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). The customer has a wired footswitch available for use. Codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.